Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014. Manufacturing site evaluation: evaluation on going at manufacturing site.

Event description:
Country of complaint:(B)(6). The clamps do not hold, do not resist pressure and once placed and the strength is checked, they open without force and with little movement.